Event description:
The device was returned to the manufacturer due to a complete loss of telemetry discovered at routine follow-up. The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.